Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. The fse determined that there was a frontal stand power supply intermittent failure and voltage variances from power supply. The fse replaced the power supply. After replacement of the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.